Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the screw fractured upon implantation resulting in a retained foreign body. The screw head was recovered but the screw body was left in the patient's body at the surgeon's discretion. The procedure was completed with an alternate screw. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was carried out on the screw. The screw head shows signs of use. The screw shaft has fractured along the upper screw threads. The lower fractured portion of the screw was retained by the patient and was not available of inspection. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.